Manufacturer narrative:
Not in firing range the analysis results found that the ecs29 device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs, when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.,

Event description:
It was reported that during a bowel resection procedure, the device was placed on tissue, the surgeon clamped down and fired the device and no staples deployed. After firing the device, there was not enough length in the bowel and the surgeon almost had to give the patient a permanent colostomy. It is unsure how the case was completed. The surgery was prolonged by forty five minutes to an hour. The patient is in stable condition and is still in the hospital. Additional information received 11/25/2009: the or manager indicated that the patient's condition is stable and fine. The surgeon was able to stretch the bowel and use another circular instrument to complete the anastomosis.